Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the resection of the back of the stomach during an open partial resection, part of the staples were not formed correctly. They changed the device and they resected and re-stapled the staple line to fix it.